Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient lens shifted in the right eye, the lens was repositioned, but the patient's vision began to deteriorate gradually. Patient experienced hazy vision and a sensation of water in the eye, a month later laser procedure was performed but the vision did not improve in any way. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).